Event description:
Health professional reported an alleged band slippage with "gastric obstruction" with a lap-band system. The issue was first noted by the pt's report of allegedly experiencing abdominal pain, nausea, vomiting and dysphagia. The pt was admitted to an emergency room where an esophagogastroduodenoscopy (egd) and upper gastrointestinal (gi) were performed indicating the band slippage and "complete obstruction of stomach." The band was explanted. Follow-up findings: the lap-band system was not replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Band slippage, nausea, vomit, abdominal pain, dysphagia and obstruction are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, nausea, vomiting, pain, and obstruction as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."